Event description:
Caller reported an issue with the incorrect time display on the pump. Blood glucose levels were not adversely impacted, as levels remained within the normal range. Technical support assisted the caller in updating the pump time, and the caller was advised to monitor the situation and follow up if the time discrepancy persisted.